Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or, excessive no delivery test or verify compromised force sensor system alarm due to broken or detached end cap, cracked case reservoir tube window corner and cracked reservoir tube window.

Event description:
The customer reported via phone call that the reservoir compartment was crack but reservoir was able to lock in place when inserted into insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.